Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 39 and no delivery/occlusion alarm were noted during testing. Successfully downloaded pump's history files and traces using thump software. Pump alarmed several pump error 39 alarms on the event date of 12/02/2024 at 09:58:07.000 to 15:26:24.000. Found no no delivery/occlusion alarm in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.584 mv). The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 39 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the electronic assembly. No delivery/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected), insulin no delivery. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-342g, mmt-1884. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. "Pump error 3739, 4143, 7980, 82, 130" customer reported receiving a pump error during load reservoir/fill tubing process. Customer was able to clear the error but customer did not items available to continue troubleshooting. Error table indicated that pump replacement was required. No harm requiring medical intervention was reported. No product return is required for mmt-431ag. No product return is required for mmt-342g. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.